Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was placed without incident. Final angiography detected a proximal type I endoleak. A coda balloon was used in an attempt to obtain proximal seal. After inflating the balloon, a rupture of the aorta at the proximal neck was detected. The physician then advanced and deployed an infrarenal cuff (manufacturer unknown) in an attempt to contain the rupture. This, however, was unsuccessful; therefore a medtronic suprarenal 28mm cuff was deployed, partially covering the right renal artery. Final angiography showed the rupture was contained and there was some perfusion of the right renal artery.